Event description:
As a result of a review of our MDR procedure with FDA, it was determine that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient experienced pain and spasms. The pump contained baclofen 1000 mcg/ml at a dose of 180 mcg/day. A catheter dislodgement was detected. The device was explanted/replaced. The patient recovered without sequela.